Event description:
Problem initially reported during a survey call from customer svc to the pt. This is a summary of the f/u call from product compliance to the pt. Called pt: (B)(6) female using vgo30 describes herself as a "brittle diabetic" who had been using vgo for 3 months. She applied a new vgo30 at 10 pm on (B)(6) and checked her bg at 10:30 pm; it was 44 mg/dl; she then ate a piece of pound cake with strawberries and whipped cream to counteract the hypoglycemia, and went to bed for the night. When she arose the next morning, her bg reading >500 mg/dl on her meter and she felt ill, tried to eat, and vomited. She called 911 because she knew her bg was very high. Emergency personnel measured bg and it was 600 mg/dl; when she got to the hosp; bg was 700 mg/dl. The vgo she was wearing was discarded by hosp personnel. She was hospitalized in (B)(6) hosp, and her bg was stabilized using insulin in vial/syringe. She was discharged from hosp on (B)(6). She is now using insulin vial/syringe for delivery of insulin. She recovered without sequelae. (B)(4)2012.

Manufacturer narrative:
This complaint was generated after the actual occurrence based upon a survey call. The v-go is a single use 24 hour disposable device. The device had been disposed of at the hosp and could not be investigated. The pt did not return a signed release of info form to get add'l data from the hosp. The pt put a new v-go on at night and then took bg reading 30 minutes later. The pt's bg level was low (44) indicating the v-go was functioning and providing insulin. After eating a desert to bring her bg up she went to bed without taking another bg reading as instructed by the IFU. In the morning, the pt's bg was above 500. Contrary to the IFU which instructs taking insulin, she tried to eat something and vomited. She eventually went to the hosp with bg readings reaching 700. The pt claims to be a "brittle" diabetic which indicates she generates little to no insulin. The observed symptoms indicate ketoacidosis which implies the device provided little or no insulin during the night. The pt said that she had been using the device for 3 months which would indicate she knew how to use the device but she said the device was attached and the needle button was depressed. The device was unavailable to investigate. No specific cause identified. The pt recovered and is now using a needle and syringe. Called pt (B)(4) 2012; pt feels certain that the needle button was pressed completely down on the vgo she was wearing at the time of the event and the v-go was attached properly to her skin. (B)(4) 2012. On (B)(4) 2012, (B)(4) called pt to obtain more info, but the pt was unavailable. On (B)(4) 2012, (B)(4) sent a hipaa consent form to the pt to sign to obtain the discharge summary from the hosp. On (B)(4) 2012, (B)(4) called pt and left message and left message informing her that we had still not received the signed hipaa form. On (B)(4) 2012, (B)(6) case closed, no attributable cause since there was no device available for investigation and the pt did not return a signed hipaa form to obtain add'l info from the hosp. Pt's actions indicated that the IFU instructions had not been followed. (B)(4).